Manufacturer narrative:
The device was received for evaluation. During functional testing, "ec 322" was reproduced. A review of the event history log revealed reported symptom of " system error 322 - link switch error (low)" . A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause was determined to be the lower link switch. Lower aux requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 322 (link switch error (low)). This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.